Event description:
It was reported by the patient's son that ever since the device was implanted, the patient's heart rate seems low. The son was advised to contact the patient's physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.